Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported leakage noted at exit site, when removed fracture of PICC noted at 7 cm from exit site. No harm to patient. Patients PICC dressing/bloods being carried out at the time. Dwell time 29 days. No break noted on insertion all checks carried out. Referred to nurse led PICC service for removal and replacement of a new PICC line. No other information was provided.